Event description:
The customer stated that his blood glucose readings had been higher than usual. He also alleged that he performed a control test and received a result of 179 mg/dl. The normal control range was 97-132 mg/dl. No adverse events were alleged. The customer declined troubleshooting and insisted his meter be replaced. The customer's current meter is to be returned for evaluation. A replacement meter was sent to the customer.